Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was discharged already. A technical support specialist (tss) dialed into the server, reviewed the patient details using the provided patient identification (ID), and confirmed that the patient was already in discharged status. The user later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient medication orders did not cross over to the auxiliary unit as expected. The orders were not visible on the device, which affected normal patient medication access and workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.